Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in tubing) alarm. This occurred during the second dwell cycle of peritoneal dialysis (pd) therapy. During troubleshooting, there was nothing unusual found with the supplies. It was explained to the patient that the supplies were compromised. The patient cleared the alarm and planned to finish therapy using manual exchanges. The patient was advised to notify her nurse of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.